Manufacturer narrative:
The customer's report was observed during review of the device logs. However, the device was put through extensive testing including self-test and full functional testing without duplicating the report. An internal inspection resulted in no findings. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device failed watchdog timer self-test. Complainant indicated that there was no patient involvement in the reported malfunction.